Manufacturer narrative:
Upon return of product from customer, an investigation of the incident will be performed. A followup report shall follow after investigation.

Event description:
During the laparoscopic cholecystectomy the scissor tip disattached from the main instrument and had to be retreived. The exact date of the event is unk but occurred sometime in 2004.